Event description:
A mother reported that her daughter developed a fungal infection; while using renu multiplus no rub solution. The patient had used this product for sometime and during mid-2006, she began a new twin pack. After a few uses, she developed upper eyelid itching and burning. She continued use of the product for two weeks, and her symptoms progressed to upper and lower eyelid swelling ("eyes were slits"), redness, burning, itching, crusting, pain and peeling. During this time, the pt alternated wearing her contact lenses and glasses. The patient then presented to an ophthalmologist and was diagnosed with a fungal eye infection. The patient was prescribed unspecified antibiotic drops for both eyes. She was also advised to discard her contact lenses and make-up. It was noted the patient has "fought it off, but it has left her with dryness for up to six months." This report was also received via the FDA's medical products reporting program.

Manufacturer narrative:
Bausch & lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. All of the recordes indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation was that renu multiplus formula is effective, meets all performance criteria and no causal factor is identified with the reported event.